Event description:
The user's hearing performance with the device was affected after a possible trauma to the head. Abnormal in situ measurements were reported. The user was re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation was performed but the concerned device has not been received for investigation yet.

Event description:
The user's hearing performance with the device was affected after a possible trauma to the head. Abnormal in situ measurements were reported. The user was re-implanted.

Manufacturer narrative:
Conclusion: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, the active electrode has been received incomplete and no exact location of the fractures could be determined. Other mechanical damages found during device investigation are attributable to the removal surgery. This is a final report.

Event description:
The user's hearing performance with the device was affected after a possible trauma (touch) to the head. Abnormal in situ measurements were reported. Revision surgery was performed on the (B)(6) 2021.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.